Event description:
Per the clinic, the patient experienced an infection at the implant site and was treated with oral antibiotics (specific date and duration not reported), however, the issue did not resolve. Subsequently, the patient was hospitalized and treated with IV antibiotics (specific date and duration not reported).

Manufacturer narrative:
Per the clinic, a wound dehiscence had developed at the implant site, exposing the receiver/stimulator. The device was explanted on (B)(6), 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.